Event description:
A ge marquette monitor read pacer rate of 100/minute when the actual rate of qrs complexes was 50. It did not recognize or alarm bradycardia. It is unknown what may have been the problem in this incident. There is an investigation follow up. Device usage problem: device failed e.g. Broke couldn't get it to work or stopped working.